Event description:
During the week prior to the procedure, the patient suffered twice from a ruptured basilar tip aneurysm, and presented with a "poor clinical grade". Two coils were successfully detached into the aneurysm on the day of the procedure in 2009. After the second coil was deployed, the microcatheter lost access and the procedure was terminated. Several days later, the patient's glasgow coma scale (gcs) had deteriorated. A CT scan demonstrated that the coils were contained within the aneurysm, but had moved inside the aneurysm. Four days later, a CT scan revealed that a coil had protruded (it was not known which coil) into the vessel, which lead to a "serious thrombotic event". In the physician's opinion, the causes of the coil protrusion was poor aneurysm obliteration and a "high flow" through the vessel. The patient expired. The physician stated that "the patient was in a poor grade with a highly vulnerable aneurysm (having previously bled twice in the preceding week)", which contributed to the outcome.